Event description:
It was reported that a clip got broken during a laparoscopic s8 hepatectomy. A nurse loaded a clip into an applier; he confirmed that it was properly loaded visually and by the sound of loading. However, when inserting the applier, the clip seemed not be loaded properly. Therefore, the user dropped the clip from the applier and took it out of the abdominal cavity by using forceps. Then the nurse found that only the locking jaw of the clip was withdrawn and reported that to the md. After searching in the abdominal cavity for a while the md felt suctioning something by suction tube so that thought he/she could withdraw the broken piece of the clip. After that nothing was found in the abdominal cavity. After the operation what was suctioned was checked by filtering with strainer and diaper, however, the piece of the clip was not found. Other things except for the suctioned (trocar, drape and other devices, etc.) Were not checked. No health injury to the patient was reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned a loose clip from 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was not returned. The loose clip was visually examined with and without magnification. Visual examination of the loose clip revealed that the clip was broken at the hinge. The clip exhibited a staggered break, where it was broken on one side of the outer hinge and broken at the center of the inner hinge. Only the hook side of the clip was returned. The clip appears used as there is biological material present on the clip. The clip broke at the hinge due to inadequate cross-sectional area at the outer hinge to support the forces generated during clip loading. The root cause is inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The clip exhibited a staggered break at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A loose clip was returned with a staggered break at the hinge. Only the hook side of the clip was returned. The clip broke at the hinge due to inadequate cross-sectional area at the outer hinge to support the forces generated during clip loading. The root cause is inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got broken during a laparoscopic s8 hepatectomy. A nurse loaded a clip into an applier; he confirmed that it was properly loaded visually and by the sound of loading. However, when inserting the applier, the clip seemed not be loaded properly. Therefore, the user dropped the clip from the applier and took it out of the abdominal cavity by using forceps. Then the nurse found that only the locking jaw of the clip was withdrawn and reported that to the md. After searching in the abdominal cavity for a while the md felt suctioning something by suction tube so that thought he/she could withdraw the broken piece of the clip. After that nothing was found in the abdominal cavity. After the operation what was suctioned was checked by filtering with strainer and diaper, however, the piece of the clip was not found. Other things except for the suctioned (trocar, drape and other devices, etc.) Were not checked. No health injury to the patient was reported.

Manufacturer narrative:
Qn#(B)(4). Two lot numbers were reported. 73a1900622. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73a1900622 was manufactured on 01/14/2019 a total of 13,230 pieces. Lot was released on 02/25/2019. DHR investigation did not show issues related to complaint. 73a1900194 per DHR the product hemolok ml clips 6/cart 84/box lot# 73a1900194 was manufactured on 01/04/2019 a total of 13,944 pieces. Lot was released on 01/09/2019. DHR investigation did not show issues related to complaint. Revision of fmea-08-025 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that a clip got broken during a laparoscopic s8 hepatectomy. A nurse loaded a clip into an applier; he confirmed that it was properly loaded visually and by the sound of loading. However, when inserting the applier, the clip seemed not be loaded properly. Therefore, the user dropped the clip from the applier and took it out of the abdominal cavity by using forceps. Then the nurse found that only the locking jaw of the clip was withdrawn and reported that to the md. After searching in the abdominal cavity for a while the md felt suctioning something by suction tube so that thought he/she could withdraw the broken piece of the clip. After that nothing was found in the abdominal cavity. After the operation what was suctioned was checked by filtering with strainer and diaper, however, the piece of the clip was not found. Other things except for the suctioned (trocar, drape and other devices, etc.) Were not checked. No health injury to the patient was reported.